Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. At the hospital room, the negative pressure did not work although the reservoir swelled up. There was no adverse consequence to the patient.

Manufacturer narrative:
All components are in place and in good conditions as well as the end device function properly. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.